Event description:
The reporter stated that the surgeon was advancing an aspheric collamer lens model cq2015a in a competitor's cartridge using a staar injector and a leading haptic tore. There was no pt contact. The cartridge used was not a staar cartridge and is not recommended for use in the labeling for this model lens.

Manufacturer narrative:
Eval results - a visual inspection of the returned product shows one haptic is torn off of the lens and is missing. There is a tear in the center of the optic. There is clear surgical residue on the lens. It should be noted that the injector was not returned for eval.